Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. Additional information stated that the customer tried to duplicate the reported errors but ¿they were no longer appearing¿. If the errors come up again, they stated that they will perform the troubleshooting steps provided by olympus technical assistance center (tac). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to camera head had e302, e315 and wb (white balance) errors. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer's biomed reported the issues, and biomed was not in front of the equipment. Tac gave the following instructions for troubleshooting: e315: verified that the maj-1430 video scope cable is not connected to the cv-190 video system center. Power off the cv-190/clv-190 light source, remove the scope, and clean the scope connectors with an alcohol prep pad. Allow it to dry. Connect scope to clv-190 and power back on; if error continues after powering back up cycle, remove scope and connect another 190 scope; power on; no longer erroring. Tac informed the customer that the scope would need to be sent in for repair. E302: if the customer is really getting e302, that is a cv-190 buffer full error, and tac explained how to clear the buffer, supplying the customer with qrg. White balance: be sure to hold the wb button until wb is complete. Try other scopes. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.